Manufacturer narrative:
The device was discarded by the manufacturer following evaluation.

Event description:
It was reported that the r/r 19cm sp bayonet .7mm tip was chipped during service inspection at the manufacturing facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
It was reported that the r/r 19cm sp bayonet .7mm tip was chipped during service inspection at the manufacturing facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
Device evaluation in progress.